Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test and sensor failed test. Found one of two sensors broken with missing parts. See attached photo for details. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
Customer reported via phone call of receiving a calibration error alarm, change sensor alarm and a bad sensor alert. Customer's blood glucose was 114 mg/dl. After troubleshooting, it was found that cannula was bent and shorter in length. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test and sensor failed test. Found one of two sensors broken with missing parts. See attached photo for details. Unable to confirm customer received sensor damage due to customer returned opened/used.